Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) reported chest pain after initial implant. The pain worsened and mild dyspnea was also noted. The patient was readmitted to the hospital and was diagnosed with hemothorax, which was to be treated conservatively as sonography only showed a small amount of blood and there was no sign of severe internal blood loss as confirmed by blood analysis. The patient recovered; however, during their most recent follow up, rv sensing was noted to be significantly decreased and an rv exit block was observed. A chest x-ray confirmed a possible perforation of the right ventricle by the rv lead. Though pacing inhibition was observed, this had not been hemodynamically relevant since left ventricular (lv) pacing had been effective all this time. Rv lead dislodgement and loss of capture were also noted. The device was reprogrammed to lv pacing prior to lead revision. The rv lead was then repositioned with good measurements. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.